Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had not been using her stimulator. The patient mentioned that she has had so much trouble with her stimulator that she stopped using it. The patient said the device was more trouble than anything else. The patient stated that her device was helping but it wasn't helping. Patient mentioned she had trouble keeping her implant charged up and the trouble was not worth having using her implant. The patient was redirected to their healthcare provider (hcp) to discuss possible overdischarge. No patient symptoms were reported. No further complications were reported/anticipated.